Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, g6 mobile app frozen screen occurred. No data was provided for investigation. The complaint confirmation of a frozen screen on the g6 mobile app could not be determined. A probable cause could not be determined.